Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an ipg explant and patient was doing well postoperatively. The patients explanted battery was disposed by the hospital.